Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-01937. It was reported that during a stenting treatment procedure, removal difficulties occurred. The 70% stenosed target lesion was located in the severely calcified, moderately tortuous mid left anterior descending (lad). Without predilating, a 3.0x16mm promus element stent delivery system (sds) was advanced and the stent was deployed at 14atm/10sec. The stent was under expanded and it was post dilated with a 3.0x16mm quantum maverick balloon inflated to 24atm for 10 seconds. It was noted that the stent was concertined. Next, an atlantis pro imaging catheter was advanced and was severely trapped in the shortened stent. In order to remove the catheter, the physician had to push and pull. Then a non-bsc stent was placed. No additional patient complications were reported and the patient¿s status is fine.

Event description:
Same case as MFR#: 2134265-2011-01937. It was reported that during a stenting treatment procedure, removal difficulties occurred. The 70% stenosed target lesion was located in the severely calcified, moderately tortuous mid left anterior descending (lad). Without predilating, a 3.0x16mm promus element stent delivery system (sds) was advanced and the stent was deployed at 14atm/10sec. The stent was under expanded and it was post dilated with a 3.0x16mm quantum maverick balloon inflated to 24atm for 10 seconds. It was noted that the stent was concertined. Next, an atlantis pro imaging catheter was advanced and was severely trapped in the shortened stent. In order to remove the catheter, the physician had to push and pull. Then a non-bsc stent was placed. No additional patient complications were reported and the patient's status is fine.